Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with no reload present. In addition 3 reloads were received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colon resection procedure when the operator got to the rectum, this stapler created a staple line which was incomplete in its central part. Due to this problem, the surgeon had to remove additional rectum (1.5 cm). There were no reported patient consequence.